Event description:
It was reported that the physician assessed that the patient experienced increased instability in the lumbar area. The patient underwent an explant procedure where the superion spacer was removed.